Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A patient's right eye ocuguided photorefractive keratectomy treatment resulted in unsatisfactory post-operative results, according to a doctor. The patient will be examined by the surgeon in a few months. Additional information has been requested.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Not enough information was provided to properly complete an investigation. A root cause for the customers reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).